Event description:
It was reported that the device had a cassette sensor fault. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The reported issue was caused by a faulty upstream occlusion sensor. The upstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.